Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Correction: d9 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Device analysis revealed that the device never set eri/rrt while implanted. Review of save to disk data shows that the device had shocked into a shorted 20 ohm output 6 times on (B)(6) 2021 during episode 1201 and then 2 more times on (B)(6) 2021 during episode 1203. It also revealed that the device had undergone multiple pors on(B)(6) 2021 due to low power supply voltage. These pors correspond with the multiple 35 joule shocks in succession delivered into the shorted output, which resulted in the loaded battery voltage being drawn down to the point where the pors happened. The device operated as designed throughout analysis and no further pors were noted. It was determined that the device met specifications for normal device operation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital following multiple shock therapies. It was determined that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. Following the reset, the device recorded two ventricular fibrillation (vf) episodes which were delivered at less than the programmed energy resulting in a loss of high voltage output. It was noted that both episodes terminated spontaneously. The device detection was programmed off and remains in use. No further patient complications have been reported as a result of this event.